Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left one its displaced") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "tubes not being blocked". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain upper ("pain in left side / feeling pain upper left side stomach"), abdominal pain lower ("lower left side pain/sore"), procedural pain ("sore after surgery"), amenorrhoea ("since I had essure in 2012 I never had a period until (B)(6) when I had e-hell took out") and postoperative wound infection ("incision being infected") with umbilical discharge. The patient was treated with surgery (tubes and coil removed via laproscopy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, abdominal pain lower, procedural pain, amenorrhoea and postoperative wound infection outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, amenorrhoea, device dislocation, postoperative wound infection and procedural pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media :device dislocation, abdominal pain lower, abdominal pain upper, procedural pain, amenorrhoea". Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left one its displaced/ essure was lost") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "tubes not being blocked". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain upper ("pain in left side / feeling pain upper left side stomach"), abdominal pain lower ("lower left side pain/sore"), procedural pain ("sore after surgery"), amenorrhoea ("since I had essure in 2012 I never had a period until (B)(6) when I had e-hell took out") and postoperative wound infection ("incision being infected") with umbilical discharge. The patient was treated with surgery (tubes and coil removed via laparoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, abdominal pain lower, procedural pain, amenorrhoea and postoperative wound infection outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, amenorrhoea, device dislocation, postoperative wound infection and procedural pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media :device dislocation, abdominal pain lower, abdominal pain upper, procedural pain, amenorrhoea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc(product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.